Event description:
There was an allegation of questionable total protein urine/csf gen.3 and tina-quant albumin gen.2 - urine application results for five urine patient samples tested on the cobas 6000 c501 module. Based on the patient comparison results provided, the following four patient samples have been identified with discrepant results: patient 1's initial total protein result was 0.123 g/l, and the repeat result was 0.078 g/l. Patient 2's initial albumin result was 11.9 mg/l, and the repeat result was 22.1 mg/l. Patient 3's initial albumin result was 73.0 mg/l. The first repeat result was 4.2 mg/l. The second repeat result was 8.9 mg/l. Patient 4's initial albumin result on 16-feb-2026 was 29 mg/l, and the repeat result was 44 mg/l.

Manufacturer narrative:
The total protein urine/csf gen.3 reagent lot number is 89434401, and the expiration date is 31-oct-2026. The tina-quant albumin gen.2 - urine application reagent lot number is 90852101, and the expiration date is 30-jun-2027. A field service engineer (fse) checked the analyzer and performed a series of troubleshooting actions, including adjusting the gear pump pressure, replacing several valves, tubing, nozzles, springs, and teflon tips in the cuvette washing station, and replacing the complete vacuum pump. The customer did not report any other issues after the service was completed. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.

Manufacturer narrative:
Medwatch field h6 medical device problem code, investigation findings, investigation conclusion, and component code were updated. Reagent issues were excluded, as no further cases were reported and correct reruns were performed with the same reagent. A field service engineer (fse) replaced the gear pump in addition to several other actions previously reported. The investigation determined that a component failure (worn pumps) caused the event. The investigation determined that the service action resolved the issue.